Event description:
The customer reported the coulter lh 750 hematology analyzer generating an incomplete hemoglobin (hgb) results; and a leak of approximately one or two drops of clear fluid from tubing through pinch valve vl12a each time the instrument is cycled. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated that the leak was from the broken tubing at pinch valve vl12. The fluid had leaked onto the hemoglobin (hgb) assembly (hgb preamp lens, lens filter and hgb cuvette). The tubing was replaced, the fluid cleaned and the system performance verified. No further leaks or incomplete hgb values were observed. The instrument was returned to normal operation. (B)(4).